Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by changing the pump supplies and delivering a correction bolus via the pump. Ultimately, the customer reverted to an alternate form of insulin therapy.